Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a spider fx embolic protection device/guidewire with a 6fr sheath during treatment of a calcified lesion in the patients right proximal mid common iliac artery, superficial femoral artery <(>&<)> popliteal artery. Severe vessel calcification was reported. Artery diameter reported as approximately 6mm. There were abnormalities reported in relation to anatomy. Patient appeared to have congenital 2 vessel run-off below the knee. No posterior tibial artery visualized, physician believes patient to not have a pt. However, no intervention was performed below the popliteal. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The vessel was not pre-dilated. The vessel was post dilated with an inpact dcb post hawkone atherectomy at lesion site. The device was not passed through a previously deployed stent. Severe resistance was encountered when advancing the device and excessive force was used. It was reported the spider basket fell off of wire after the procedure was complete when pulling into sheath at end of procedure. Target lesions had already been treated at time of spider filter breaking. The filter basket was overfilled, medtronic rep suggested aspirating out some of the calcified pieces prior to removing from body. Physician attempted to do so but did not work well. The spider basket was partially captured into sheath when it fell off the wire. Physician attempted to snare basket further into sheath without success. Basket fell out of sheath. Cut down was performed and spider basket was retrieved with hemostats. Pressure was held and patient went to recovery with no further complications. Patient is stable and recovering.

Manufacturer narrative:
Image analysis: two still images were received from the account for review. The first image shows a detached filter basket on some gauze, blood and biologics can be seen on the filter basket. Calcification can also be seen at the distal section of the filter basket. Multiple ancillary devices can be seen in the image also. The second image provided shows the device under fluoroscopy, the marker bands of the filter basket can be seen at the proximal section of the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.